Event description:
Pt reports that they had "no disposable" alarm and switched cassettes and alarm was still running. Pt changed pumps and was able to continue infusion. Pt reports that they used this pump today, al day, with no issues. Pt thinks this might be a cassettes issue, but confirmed that their other pump is working with no issue. Cassette lot number unknown. Pump serial number (B)(4). No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown. The reported product fault did occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. The actual device is available to be returned for investigation. The device is being replaced. The pt did have a backup device they were able to switch to. The pt was able to successfully continue their infusion. The infusion is life-sustaining. The event is resolved. Reported to (B)(6) by pt/caregiver. Reference report mw5115319.